Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the v60 ventilator shutdown on patient while in use. The customer reported that there was no patient harm.